Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with chipped on both front corners of top case also cracked on right plunger case and battery door. Event history log review was performed and found evidence of reported problem. Visual inspection, and power up process were performed. Investigation unable to duplicate the super cap post error at power up. According to the investigation, super cap on the pump main board did not operate as intended, main board with low profile black panasonic cap which is causing the super cap post error intermittently. Service's replaced the pump main board and performed pm maintenance and all functional test. Service's also replaced the pump top case, right plunger case and battery door due to physical damage. The problem source of the reported problem is the design of the device.

Event description:
Information was received that during pre-testing of this smiths medical medfusion 4000 pump, the pump exhibited supercap failure error. No patient involvement reported.